Manufacturer narrative:
Batch review performed on 21 september 2020: lot 1908985: (B)(4) items manufactured and released on 18-feb-2020. Expiration date: 2025-01-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 1 month after primary surgery, due to infection. The pathogen is unknown. The surgeon performed a washout and revised the head. The surgery was completed successfully.